Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a dry cough and chest tightness recently, which was suspected to be caused by a ventilator. Customer also reported that he would go to the hospital for examination later, and reported that he found a large number of black particles in the ventilator tubing in the past two months, suspected that he had inhaled the particles, and was worried about the impact on his body. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.